Event description:
A report was received that the patient was having difficulty charging. The physician determined that the ipg had flipped. The physician relocated the pocket and sutured the ipg down. The patient was reportedly doing fine.